Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: three photos were provided to our quality team for investigation. Through visual inspection, the center of the membranes appears shiny, however, no leak can be identified. It is possible the shiny appearance of the membrane is due to the silicone which is used during the assembly process. Without the physical sample, this cannot be verified. A device history review was performed for lot 2502401, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Leakage and pressure testing is performed for all lots during manufacturing to ensure the quality of the membrane. Results were reviewed for reported lot 2502401, and all results were found to be acceptable. Three retained samples of the reported lot were used for additional evaluation. The membranes were punctured up to ten times, in all cases the product functioned as intended and no leakages occurred. Based on our quality team's investigation, we cannot identify a root cause related to our process at this time. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported: leak in phaseal optima protector p20. Notice shiny surface upon disconnection. Looks like fluid on rubber surface.